Manufacturer narrative:
A ge rep evaluated the system and replaced the gib, ffb, and interconnect cable. System operates as intended.

Event description:
Customer reported the system locked up during a case. No pt injury was reported.